Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery. Additionally, the customer reported receiving an inaccurate fill estimate after loading a cartridge with 250 units of insulin. Reportedly, the insulin may have been expelled from the syringe when removing the air from the syringe. The customer's blood glucose level was 191 mg/dl.